Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an etco2 failure during operational testing. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device experienced an etco2 failure during operational testing. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca and etco2 module needed to be replaced. Upon conclusion of the evaluation, the processor pca and etco2 module were both replaced to resolve the reported issue. As multiple parts were replaced, the cause of the reported issue could not be determined. The device remains at the customer site and no further evaluation is required at this time. The processor pca was returned to the failure analysis lab for evaluation. Troubleshooting revealed that a number of solder contact pins common to connector j16 had lifted off the solder lands as a result of either cold solder and/or physical stressing of the solder joints during the use of the device. The reported problem was verified during lab evaluation.